Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information received - minimal blood loss (maybe 2 ccs). Bleeding controlled- over-sewn. Transfusion: no. Difficult to close: no. Malformed staples: yes. Staple line incomplete: yes. Tissue radiated: no. Firing: first. Cartridge: blue. Other cartridges: blue. Buttressing: no. Fired near staples: no. Unexpected noises: no. Buttons return: yes. Difficulty removing device from tissue: no. Anvil could not adequately hold tissue in jaws at distal end. Repeatedly attempted to grasp and secure tissue in jaws multiple times. Once secured, tissue was held for 15 sec, upon firing the tissue began slipping from jaws distal to proximal. First 25mm stapled fine, remaining was incomplete. In addition the jaws were positioned anteriorly and inferiorly as opposed to superior and posterior (flat)).

Event description:
It was reported that during a laparoscopic gastrectomy (resecting fundus) procedure, there was an inadequate cut 4-5 mm short, poor hemostasis, poor compression at distal tip unable to hold tissue in jaws during firing. The tissue began slipping out of jaws once the firing was initiated. The tissue was cut with a few properly formed staples securing the staple line. The surgeon had to hand sew the staple line. There were no patient consequences.